Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a recurrent driveline infection. Subsequently, a pump exchange was completed.

Manufacturer narrative:
Approximate age of device: 2 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the patient¿s reported driveline infection and the findings during the evaluation of (B)(4) could not be determined; however, the instructions for use lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device was returned assembled with the percutaneous lead (lead) cut approximately 7 inches from the pump housing and the distal portion of the lead was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the outflow conduit (outflow graft and outflow graft bend relief) was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.